Event description:
Staple reload 60 green had broken pieces in the staple reload package. When package was open on the back table. This occurred on the back sterile field and was not used on the patient /no patient harm.